Manufacturer narrative:
The reported events were oversensing noise and inappropriate mode switch. As received, a complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination of the lead found full breached degradation in multiple locations breaching the outer insulation and exposing the outer coil located adjacent to the connector boot and at the proximal region of the lead. The cause of the reported event of oversensing noise was isolated to the exposure the outer coil in the insulation degradation zones. Electrical testing of the lead did not find any indication of conductor fractures but found an internal short between the inner coil and outer coil conductor paths consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-14642. New information received indicated that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient was stable throughout.